Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Reportedly the pump battery fully depleted due to customer not charging the pump. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.